Manufacturer narrative:
The customer reported that the ac power module failed. The customer was sent a new ac power module. On 9/1/09, the customer reported to philips that replacing the ac power module resolved the reported failure. We consider this failure a malfunction of the ac power module.

Event description:
The customer reported that the ac power module failed.